Event description:
It was reported that the patient right ventricular (rv) lead had varying capture measurement. No intervention and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the patient was presented at the emergency room experiencing syncope. The patient's right ventricular (rv) lead exhibited noise over-sensing and had no capture resulting in the patient symptom. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.